Event description:
Dexcom g7 transmitters, upon phoning dexcom manufacturing about an early failure of my dexcom g7 cgm sensor at: dexcom cgm system, dexcom care team diabetes coaches contact at (B)(6) to request a replacement dexcom g7 sensor because mine came out early I was denied that replacement. Dexcom referred me to their replacement policy outlined below: dexcom's replacement policy for the dexcom g7 sensor is as follows: product failure dexcom will replace sensors that are confirmed to be a product failure during the replacement request process. Non-product failure dexcom will replace up to three sensors in a 12-month period for non-product failures. These replacements are considered goodwill replacements and are limited in quantity. Pediatric users' pediatric users under the age of 18 may be exempt from goodwill replacement limits. Excessive replacement requests technical support leadership may review excessive replacement requests. Dexcom reserves the right to change these thresholds at any time. By dexcom's definition, and for my last three (3) failures, 2 of them were failures of dexcom devices. The first sensor failed to accept any calibration inputs. I attempted, for at least 48 hours, to calibrate to correct the device readout. Upon call-in to dexcom, the technician by their judgement, sent me a replacement. However, it was counted as my fault even though their device failed to be calibrate. That should not have count against the 3 allotted to me! The second failure occurred because I was unable to get the over-patch dexcom provides off the shipping base! Upon call-to dexcom they said they would send a supply of over-patches. Because I hade no over-patch the sensor came off later on the same day! Again, due to the failure of dexcom to provide ample product (over-patches), that should not have count against the 3 allotted to me! Because of those circumstances, and by dexcom's definition, I will state that dexcom may be able to charge one (1) failure as my fault! Per dexcom policy: dexcom will replace sensors that are confirmed to be a product failure during the replacement request process. Dexcom's replacement policy seems to be a seat of the pants determination based on phone conversations with people that I am concerned have little or no experience in placement or use of the device. I requested a printout of the exact product failure confirmation process. What questions are asked, answers expected, etc. From dexcom! Since my circumstances are the same as stated during my call-in to dexcom, I requested that dexcom call me to advise me of why they feel all three (3) failures are my fault! Health history: I am a 76-year-old type 1 diabetic. I have been a type 1 diabetic since (B)(6) 1970 (54 & ½ years). I am medicare covered. The dexcom g7 and my insulin pump are fully covered by medicare part b. I do wear an insulin pump which also communicates with the dexcom g7 transmitter to supply insulin to me. There is no fail safe for the pump, it continues to provide insulin even when it does not get a reading from the g7 transmitter! These devices are critical to my health in order to prevent kidney failure, loss of eyesight, stroke, heart attack, limb amputation, etc. If I do not have a device then I have no idea what my blood glucose is doing! I told dexcom they need a device redesign or a better over-patch. They are not interested in doing either. Nor are they willing to provide me with a replacement dexcom g7 device. I feel that the FDA should require them to replace such devices when a customer needs them. I live alone and the device is a safety issue for me because low blood glucose can kill a person within less than one (1) hour! Call if you need more information. Thank you, (B)(6). This device is critical to thousands, perhaps tens of thousands. Of diabetics. I feel the FDA needs to follow-up with the manufacturer. And require every device failure be covered by dexcom. Never smoked or drank or used drugs. Reference reports mw5161681, mw5161682.